Event description:
During a saphenous vein harvesting procedure, co2 embolism was noticed in the patient's left thigh. No additional adverse effects in patient were noticed by the surgeon or anesthesiologist. The device is not being returned.